Event description:
Product analysis was completed and approved on the returned generator. A comprehensive automated electrical evaluation showed that the device performed according to functional. After the trimmed edge of the circuit board (pcba) was cleaned, a postburn electrical test was performed. Results of the postburn electrical test were magnet detection normal and magnet response test failed. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Data was reviewed that showed that the battery is depleting faster than expected.